Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. Maximum p-wave amplitude is 2.25 mv the first week of implant and had been decreasing since that time. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture threshold rises from 0.625 to 1.5v between (B)(6) 2016. Analysis of the device memory indicated atrial undersensing information. Occasional atrial undersensing due to small p-wave amplitudes observed on stored electrograms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a month post implant, the patient came to the hospital with shortness of breath. A chest x-ray showed probably perforation with pericardial effusion. The right atrial lead had sensing and threshold changes. The patient had a pericardial tap and the following day a lead revision was performed. The lead was not able to be repositioned due to suspected tissue in the helix. Another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.